Event description:
It was reported pt returned to surgeon for routine follow-up. Pt was asymptomatic with no pain. On follow-up x-rays taken on (B)(6) 2011 (19 weeks post status), showed both s1 screws were broken off in the bone; screws were not protruding from the plate. Surgeon to revise pt, date to be determined. This is 1 of 3 events for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided.